Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that when the tubing was initially hooked up to the patient, the pump began alarming that there was an occlusion. When no occlusion was found, the chamber was opened and it was found that there was a large bubble of saline in the tubing where it stretched and ballooned. There was no harm.

Manufacturer narrative:
The customer¿s report of a large bubble in the tubing was not confirmed. Visual inspection of set showed no ballooning of the pump segment. Functional and pressure testing resulted in fluid flowing freely with no signs of ballooning. No leaks were observed. The root cause of the customer¿s report could not be determined as no instances of ballooning were observed.

Event description:
The customer reported that when the tubing was initially hooked up to the patient, the pump began alarming that there was an occlusion. When no occlusion was found, the chamber was opened and it was found that there was a large bubble of saline in the tubing where it stretched and ballooned. There was no harm.